Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that one of the pin holes did not fit the attune pins.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary according to the information received, ¿it seemed that one of the pin holes did not fit the attune pins. The psi block was decontaminated.¿ the device associated with this report was returned to depuy synthes for evaluation. Visual examination of the device and review of the photographic evidence were able to confirm the complaint. The pins are not able to pass though the guide bushings. Additionally, burrs were found on the metal bushings. This product issue is already being addressed by depuy synthes quality system. The overall complaint was confirmed as the observed condition of the trumatch CT cut guide kit r would contribute to the complained device issue. Based on the investigation findings, a potential cause cannot be stablished at this moment, however, this product issue is already being addressed by depuy synthes quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing record evaluation was performed for the bushing component lot number 304362, and no non-conformances or manufacturing irregularities were identified. Device history review a manufacturing record evaluation was performed for the bushing component lot number 304362, and no non-conformances or manufacturing irregularities were identified.